Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 4 months post implantation of 2 xience v stents, one in the left main (4.0 x 23 mm) and one in the ostial proximal circumflex (4.0 x 18 mm), the patient experienced angina. On (B)(6) 2013, the patient was hospitalized and taken to the catheter lab. The stents were found to be restenosed. Coronary artery bypass surgery was performed on (B)(6) 2013. The patient remains hospitalized. There was no additional information provided.